Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had over temperature message . There was patient involved and no harm or injury reported.

Manufacturer narrative:
Corrected field : b5. Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. Exorcised unit to no fail. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had over temperature message. There was no patient involved and no harm or injury reported.